Manufacturer narrative:
Product event summary: the sheath was returned and analyzed. Visual and functional testing of the device, 83534-082, showed the device was intact with no apparent issues. Functional testing of the sheath showed deflection worked as per specification. Multiple aspirations and injections were performed without air bubbles or leaks; the hemostatic valve was leak tight. Final resolution: this is a clinical issue (blood pressure dropped due to a pericardial tamponade) encountered during cryoablation procedure. The product passed the returned product inspection as per specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was released from hospital without injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while positioning the mapping catheter inside the left pulmonary vein (pv), the patient¿s blood pressure dropped due to a pericardial tamponade. The case was aborted and the pericardium was drained. The patient was transferred to another facility in stable condition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction.

Manufacturer narrative:
Correction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.